Manufacturer narrative:
Additional information: h10 clinical investigation: a temporal relationship between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis cannot be determined as the timeline of this event has not been reported. However, the patient contact¿s statement of the patient forgetting to place the cap on her pd catheter suggests the possibility of transmission of infection while not actively undergoing ccpd therapy. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis cannot be determined as the required information has not been obtained. Considering the cause of peritonitis stated in the intake, the pd catheter is the source of most peritonitis cases due to touch contamination. It can be reasonably believed this patient¿s peritonitis may have been caused by a lack of aseptic technique by not capping the pd catheter upon the completion of ccpd therapy on the liberty select cycler. Due to the lack of confirmation from a medical professional, this cannot be confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. The patient¿s contact indicated that the cause of the patient¿s peritonitis was attributed to a breach of aseptic technique. Reportedly the patient suffers from memory issues and at one point they may have forgotten to put a stay-safe cap on at the end of treatment. The patient¿s contact did not specify what product the patient forgot to put a cap on. Upon follow up with the patient¿s pd registered nurse, it was reported the patient was not hospitalized for this event and the patient¿s peritonitis was not related to a deficiency or malfunction of a fresenius device, drug, or product. Further details were requested, however, the pdrn refused to provide additional information out of patient confidentiality concerns. An additional attempt was made to acquire additional information via fax on a fresenius letterhead, however, a response was not received.